Event description:
It was reported that the patient presented for a follow-up visit to the clinic with syncope. It was noted that the right atrial lead exhibited noise over-sensing, which resulted in inappropriate mode switching and pacing inhibition. Programming changes were made. The patient¿s condition after the changes was not reported.